Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed due to damage on the charged coupled device (ccd) unit, the image disappeared during angulation in up/down directions. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope image disappeared when the bronchoscope was bent. There are no further details about the process or how the damage occurred. There were no reports of patient harm.